Event description:
Nurse moved IV pole, module on the pump read disconnect and failed to function. Dose of amount: levophed- titrate; frequency: continuous; route: IV. Diagnosis or reason for use: acute respiratory failure.